Event description:
Access and deployment of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension were uneventful. A 20-20-55l limb extension was placed on the ipsilateral side. The physician was readvancing the dilator and introducer sheath to set for the next limb extension and inadvertently pushed the proximal extension past the renals. The physician decided to push the extension well above the renals. The first attempt to push it further up with a coda balloon was unsuccessful. A large sheath was introduced up the contralateral side, and able to push the extension up another 1cm. A palmaz stent was placed and the extension remained in position above the celiac artery. The last 16-16-88l limb extension was placed on the contralateral side with good results. The pt did not develop paraplegia.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
On 2/24/09, the customer stated two patient samples tested repeatedly reactive for the architect anti-hbc igm assay, and retested negative using an alternate method. The architect system logs were returned to abbott for evaluation. The architect result log was reviewed the following month, therefore the customer's observation of repeatedly reactive results was not captured. Further review of the logs revealed out of 10,495 results processed on the customer's architect, four results contained elevated relative light unit (rlu) reads that did not generate an exception message for the architect hepatitis b surface antigen assay. It is unknown if suspect results were reported out of the lab, however, there was no adverse impact to patient management reported by the customer.

Manufacturer narrative:
Concomitant medical products and therapy dates: architect analyzer, list #3m74-01. Evaluation: no results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.